Manufacturer narrative:
The reported complaint of "when the autopulse platform (sn: (B)(4)) was powered on, the platform displayed a fault code 42 (force overload tripped) error message and failed to perform compressions" was confirmed based on the review of the archive data but was not confirmed during the functional testing. As later reported by the customer, "back at the station, the platform was tested with a manikin, and no issues were observed," no device malfunction was found during the testing, and the platform functioned as intended. During visual inspection of the autopulse platform, the top cover was observed cracked at two locations: one on the corner near the display screen and one on the periphery of the top cover, where the spool shaft connects. Also, the screw fittings on the top cover were observed to be broken. In addition, the front and bottom enclosures were observed to be scratched, most of the screw fittings were chipped, and there was a vertical breakage running through one of the screw fittings. Moreover, the battery lock was observed to be bent. The physical damages were unrelated to the reported complaint and appeared to be the characteristics of normal wear and tear and/or user mishandling. The autopulse platform was manufactured in december 2011, and it is over 8 years old, having exceeded its expected service life of 5 years. The front and bottom enclosures, top cover, and the battery lock will be replaced to address the observed issues. The autopulse platform passed the initial functional test without any fault or error using the 95% patient large resuscitation test fixture (lrtf) performed for 15 minutes with good known test batteries, and the reported complaint could not be replicated. During the investigation, the load cell modules were tested by reading over ap vision software and applying pressure on the load cells, and it was verified that both cell modules were functioning within the specification. A review of the archive data showed a couple of fault code 42 (force overload tripped) error messages to have occurred upon powering up the device on the customer's reported event date; thus, confirming the reported complaint. According to the archive, the user managed to clear the fault code 42 error messages. Based on the archive, the battery was fully charged at time of use in the autopulse platform and no device malfunction was detected during the functional testing that could have caused or contributed to the reported fault code. Unrelated to the reported complaint, when the autopulse was powered back on, the platform displayed user advisory (ua) 18 (max take-up revolution exceeded) error message, which was cleared by the customer two times. Then, the platform displayed a user advisory ua02 (compression tracking error) error message. The user cleared the error, and the platform performed a few compressions. However, the archive shows that the autopulse stopped compressions multiple times and each time, the platform displayed the ua02 error message. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per autopulse user advisory list, fault code 42 error message alerts the load cells have detected too much force is being applied. This typically occurs as a result of a hardware or software issue, bad battery or with a low charge status, damaged load cells, or if the patient's chest is too stiff. This error message can be cleared when the user press restart. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Awaiting the customer's approval for repair.

Event description:
During patient use, when the autopulse platform (sn: (B)(4)) was powered on, the platform displayed a fault code 42 (force overload tripped) error message and failed to perform compressions. Manual CPR was performed and return of spontaneous circulation (rosc) was achieved. No consequences or impact to the patient. Later, back at the station, the lifeband was changed and the platform was tested with a manikin, and no issues were observed. As per the customer, the device functioned as intended.

Manufacturer narrative:
During device evaluation, unrelated to the reported complaint, it was noted that the driveshaft clutch area was sticky, likely attributed to normal wear and tear. The sticky clutch plate was deburred to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) for 15 minutes with good known test batteries until discharged without any fault or error.